Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6). Initial reporter state: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the severely calcified and mildly tortuous obtuse marginal branch. A 2.00mmx12mm emerge balloon was advanced to the target lesion and initially inflated to 6atm for 5 seconds, but the balloon was unable to dilate the lesion due to the calcification. After 10 seconds, the balloon ruptured at 14atm. The procedure was completed with a different device. No patient complications were reported in relation to this event.